Event description:
It was reported that the customer had high blood glucose and the insulin pump drive support cap is protruding, alarming and squirting the insulin out during the manual prime. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. No alarm noted. Drive support disk was inspected and no anomaly was noted. Intermittent button response noted due to corroded keypad traces. No button error alarm noted.